Event description:
It was reported that approximately 5 years and 5 months following the implant of a 27 millimeter non-medtronic transcatheter aortic valve, a revision occurred. Pre-dilatation of the existing non-medtronic valve was performed with a 23 mm non-medtronic balloon and a medtronic 29 mm transcatheter bioprosthetic aortic valve was implanted valve-in-valve. During the medtronic valve implant procedure, following this valve deployment one post-dilation was performed with a non-medtronic 23 mm balloon with none to trivial aortic regurgitation residual. The medtronic valve was successfully implanted. Six days following the medtronic valve implant, elevated inflammation values were observed in the daily laboratory checks. A urinary tract infection was reported. Escherichia coli was detected and was referred to as post-renal kidney failure. An antibiotic was started 3 days later and discontinued 5 days later. The uti was deemed as possibly related to the revision procedure implant procedure. The uti prolonged hospitalization and was reported as resolved. Nine days following the implant of the medtronic transcatheter valve, the patient experienced severe shortness of breath with exertion. A chest x-ray showed a large, progressive, and voluminous pleural effusion on the left side. The physician indicated the pleural effusion was possibly related to the aortic valve revision procedure. Intravenous and oral diuretics were administered. Pleural drainage occurred on post-operative day 14 through post-operative day 16. The pleural effusion prolonged hospitalized. The pleural effusion resolved 7 days following onset. Thirteen days following the implant of the medtronic transcatheter valve, a low hemoglobin level was identified in known multifactorial anemia. This was detected in daily laboratory monitoring. Three units of packed red blood cells were transfused. Iron supplementation was administered orally over time. The physician indicated the anemia was possibly related to the aortic valve revision procedure. The anemia event resolved. Approximately 23 days following the medtronic valve implant the patient experienced an increased general condition deterioration with increased weakness, acute dyspnea, and decreased alertness. Approximately 11 days later staphylococcus epidermidis was identified. Pneumogenic sepsis also occurred. Antibiotic therapy was required as well as vasopressors. Hospitalization was required. The event was reported as possibly related to the medtronic valve implant procedure and was unresolved.

Manufacturer narrative:
Continuation of d10: product ID: lotus heart valve; product serial number: unknown; product type: heart valve; implant date: on (B)(6) 2020; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.